Manufacturer narrative:
The account adjusted the four brake casters to repair the stretcher.

Event description:
The account alleged that the brake caster will not hold at the head end of the stretcher.